Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer tried pushing the esc and act button on the insulin pump to clear the button error alarm, but the alarm did not clear. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened act button dome switch. No button error alarm noted during testing. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. No weird sound noted during testing.